Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic low anterior resection on the first fire using a blue reload the staples did not deploy. According to the sales rep reload did not have any staples. The surgeon hand sewed the anastomosis to finish the procedure with no patient consequences reported.